Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patients right ventricular (rv) lead had triggered an alert for out of range rv tip-to-rv coil pacing impedance when the impedance exceeded the lower programmed alert threshold. It was noted that the impedance trend has always been quite low and stable. The lead remains in use. No patient complications have been reported as a result of this event.